Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/25/2008 and 09/15/2008 by mail. A completed questionnaire had not been received.

Event description:
A user facility reports that an intraocular lens (iol) was noted to be defective when the packaging was opened. The lens was not used on the patient. Additional information has been requested.